Event description:
Note: this MFR report pertains to the fourth of four devices that were used during the same procedure. Refer to associated MFR reports #3005099803-2009-01693, #3005099803-2009-01694, and #3005099803-2009-01695 for a description of the other devices. It was reported to boston scientific corp that during preparation, the optiflow injection needle failed to retract. According to the complainant, the needle advanced during preparation, however, it would not retract into the sheath when it was pulled back. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.